Manufacturer narrative:
Available details indicate that the device fails functional testing as it restarts itself. The device displays the solid "x" on the rfu (ready for use) indicator, emits chirps and constantly restarts. Bench repair technician diagnosed the issue as related to the processor pca (printed circuit assembly). A quote was provided to the customer for replacement parts, services and labor. The quote was rejected by the customer. No parts replaced; no repairs performed. The device will be returned to the customer unrepaired. Based on the information available and the testing conducted, the cause of the reported problem were faulty components. The reported problem was confirmed. A quote was provided to the customer for replacement parts, services and labor. The quote was rejected by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device fails functional testing as it restarts itself. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device fails functional testing as it restarts itself. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device doesn't pass the test and restarts by mistake. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.